Event description:
It is reported that the surgeon impacted the shell and it disengaged from impactor. The threaded insert broke at the junction of where the threads insert into cup.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Please note that the device was received from the manufacturer on (B)(4) 2010, however, an alleged deficiency was not alleged to the manufacturer until (B)(4) 2010. Evaluation summary: the returned inserter and tip were examined, and it was observed that a portion of the first thread on the proximal tip of the shaft that threads into the acetabular shell had fractured. It is unknown whether standard surgical technique was followed for inserting the cup into the acetabulum. One or a combination of the following occurrences may have contributed to the proximal thread failure: insufficient thread engagement during impaction; off-axis impaction of the component either with sufficient or insufficient thread engagement; the device was inadvertently dropped and damaged during cleaning. Based on the information provided, however, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.